Event description:
The customer reported that while the unit was in use on a patient, the unit generated an "electrical tst fails code #54" (atm transducer calibration failure). The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The co rep observed the "electrical test fails code #54" (atm transducer calibration failure). The co rep replaced the front end board (0670-00-0668e). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).